Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the two (2) flexible reamer shafts were broken during an unknown procedure. There was no surgical delay. It is unknown if the procedure was competed successfully. There was no reported patient consequence. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary complaint condition: it was reported that on an unknown date, the two (2) flexible reamer shafts were broken during an unknown procedure. There was no surgical delay. It is unknown if the procedure was competed successfully. There was no reported patient consequence (see note: a-1410404). Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality observed the broken tip on the returned flexible shaft. One of the four teeth of the tip were broken. Furthermore, remaining each of the tips were observed bent both inward and outwards. Lastly the stem of the broken teeth was observed significantly bent inward. Broken portions were not returned. No new issues were identified. Does the received condition agree with the complaint description- yes the complaint condition is confirmed. Dimensional analysis and document/specification review: flexible shaft assembly drawing made to revision a and current revision b and tip component drawing made to revision a and current revision c were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection on relevant broken tip region was not able to be performed as the broken portion was not returned. However, the dimensional inspection performed on tip to tip diameter of the remaining teeth falls out of the specification. The out of specification dimensions observed were due to significant post manufacture damage. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No ncrs were generated during the production of this device. Only top level of the device history record reviewed as sub-components are not lot tracked. However, no material voids are identified during visual inspection that would have contributed to complaint condition. No definitive root cause was able to be determined with the available information. However, it is possible that any unintended excessive forces during usage could have contributed to complaint condition. Conclusion: this complaint was able to be confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 352.044 , lot: 2520191 , manufacturing site: bettlach , release to warehouse date: 27.aug.2009 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance's noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis.